Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent routine maintenance testing by a third party provider where it was detected the pump's speaker did not work. Pump was received on 4/23/2024. Analysis of the returned device was completed . The pump was tested following the protocol for connect tubing into reservoir. Prime tubing by gravity. Turn on pump and set prog to 125ml/hr for 20 vtb.I test 1: go into the factory set, highlight alarm volume, press numeric 1 key up or down to change the volume from low to mid to high. Pass if the sound is as expected. Test 2: run the pump and initiate an alarm (e.g. Door open, occlusion) fail test if speaker does not alarm. During functional testing, the reported issue was duplicated. The pump failed test 2. When an alarm was initiated, there was no sound from the speaker. This complaint has been reviewed, evaluated, and determined to be included in CAPA.

Event description:
On 04/11/2024, the customer reported that the speaker of the pump did not work, customer stated that they had replaced the speaker and it still did not work.